Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to perforation in the heart wall. Another rv lead was successfully implanted. No additional adverse patient effects were reported.